Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported since date of implant they had to charge their implant every ~12 hours, when they were under they impression they would only have to charge every other day or so according to their manufacturer representative (rep). Pt had tried contacting their rep regarding some questions and their desire for reprogramming. Pt was reaching out to patient services (pss)  for assistance in reaching out to reps. Pt was instructed to use settings at 5.2 when standing, and 4.0 when laying/sleeping; however, when using therapy this way, pt had to charge every morning and night. Pt had tried turning therapy off at night as to not have to charge as frequently, but then experienced their nerve pain when awaking in the morning. Pt mentioned they were only set up with one group/program, and they wanted to have additional options. Pt said they tried to get their implant serial number from their doctor, but they wouldn't release that info - pt would have to contact their doctor; pt hadn't yet received their ID card. Pt said they worked in the health industry as a patient advocate and was upset about their current circumstance. Pss sent email to the reps in the field to contact pt about reprogramming.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt) on (B)(6) 2023. The pt reported that they were not aware of different groups and that they could let it drop below 30%. They now let their device drop below 20 or 30%. The issue was resolved after speaking to their representative.